Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6943 implantable defib lead 2003 (B)(6). (B)(4).

Event description:
It was reported that the patient was hospitalized due to a systemic infection. The device and left ventricular (lv) lead were explanted and replaced. No patient complications have been reported as a result of this event.